Event description:
The patient reported that they got a bladder sling 7 years ago that did not help with their urgency. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).